Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and stent fracture occurred. Vascular access was obtained via the brachial. The 90% stenosed target lesion was located in the mildly tortuous right femoral artery. Following pre-dilation, a 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced over a .035 guidewire and stent deployment was initiated. After approximately 10mm of the stent was deployed, the thumbwheel no longer was responding. The pull-grip was attempted to be used, however this also was not responding. The physician then removed the eluvia system with the introducer sheath and guidewire. When the eluvia system was removed from the patient and out from the sheath, the stent fractured. The procedure was completed with a different device. There were no patient complications and the patient is in stable condition. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer sheath, mid-shaft and the remainder of the device was checked for damage. Visual examination showed a kink at the nosecone. No damage was noticed on the mid-shaft. The stent was partially deployed approximately 35cm from the markerband and fractured. The pull handle was loose in the handle. The handle was opened to inspect for further damage. It was noticed that the mid-shaft was broken. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that partial stent deployment and stent fracture occurred. Vascular access was obtained via the brachial. The 90% stenosed target lesion was located in the mildly tortuous right femoral artery. Following pre-dilation, a 7x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced over a .035 guidewire and stent deployment was initiated. After approximately 10mm of the stent was deployed, the thumbwheel no longer was responding. The pull-grip was attempted to be used, however this also was not responding. The physician then removed the eluvia system with the introducer sheath and guidewire. When the eluvia system was removed from the patient and out from the sheath, the stent fractured. The procedure was completed with a different device. There were no patient complications and the patient is in stable condition. This product is only ous approved but it is similar to an approved us device.